Event description:
It was reported that the bd 1ml tuberculin syringe slip tip experienced stopper separation from plunger. The following information was provided by the initial reporter: the customer reported that the stopper was separated from the plunger.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd 1ml tuberculin syringe slip tip experienced stopper separation from plunger. The following information was provided by the initial reporter: the customer reported that the stopper was separated from the plunger.